Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was found in the nozzle, but the type of the material or the root cause cannot be identified. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). Per the instruction for use (IFU): foreign material: "IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Based on the investigation results, the tip cover is burnt, is most likely that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. However, a definitive root cause could not be determined. Per the following instruction for use (IFU): "evis lucera gif type q260j operation manual [chapter 4 operation_4.2 using endo-therapy accessories]." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle, and the tip cover is burnt. There was no patient involvement.